Event description:
It was reported that shortly after implant the device had no telemetry and no output. Telemetry was fine prior to implant. The pocket was closed and then no telemetry observed. The device was explanted and no patient complications were reported as a result of this event. The device was returned and subsequently tested out of specification during the manufacturer's analysis.